Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the no flow out alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump speaker volume seemed low. When the pump was returned to mmdg for evaluation, the no flow out alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had not had any effect on a patient. The alarm failure was discovered at moog. (B)(4).